Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed noise that appeared to be oversensed and lead to approximately 3 seconds of pacing inhibition. The noise appeared to be electromagnetic interference (emi). A request for additional information has been made. No additional information has been provided at this time.